Event description:
Mislabeled kleinhauer-betke stain (fetal hemoglobin stain kit). Lots involved 92549 and 92558. Lot 92549 has all bottles in lot are labeled as fixing solution when actually half the bottles are buffer solution. Lot 92558 has all bottles labeled as buffer solution when in fact, half the bottles are fixing solution.